Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken connecting tubes could not be determined. It is possible that external stress was applied to the tube and may have caused external stress and the user to have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus connecting tubes were breaking during reprocessing. According to the initial reporter, the connector¿s right and left legs were falling off. There was no patient involvement during this event. For reference to related events, please see reports with the following patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.